Event description:
It was reported that this right ventricular (rv) lead exhibited lead fracture. This ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited lead fracture which determined to be at the entry point to subclavian vein. This ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported.